Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. Insert one of the probable causes below. No injury or medical intervention was reported. No injury or medical intervention was reported.